Event description:
The patient was hospitalized and presented with high lead impedance. The reason for the hospitalization was not specified. The nurse performed diagnostics three times and got high impedance each time. She suspected a lead break, but review of x-rays showed no obvious sign of a lead break. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.